Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to lead migration, the patient underwent a revision procedure to explant and replace their leads. The patient is recovering well postoperatively and is getting good coverage. Electrocautery was used during the procedure, and the leads will not return for analysis. Additional information was received stating that as a consequence of the lead migration the patient experienced loss of coverage.

Manufacturer narrative:
Correction to the initial MDR in b5 and h6. B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074722.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074722.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to lead migration, the patient underwent a revision procedure to explant and replace their leads. The patient is recovering well postoperatively and is getting good coverage. Electrocautery was used during the procedure, and the leads will not return for analysis.